Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 3 failed which constantly delayed medications to patients. The field service engineer (fse) inspected the station for any issues and confirmed that it was functioning correctly. The fse reseated all drawer connections and rebooted the station. The damaged cable on drawer 3 was replaced, and testing confirmed that the drawer was operating properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, nicu drawer 3 failed and there was a delay in accessing medication the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.